Manufacturer narrative:
(B)(4). Reported condition for ruptured cannot be confirmed since no picture or sample was available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier ii corrective and preventive action (CAPA), (B)(4) was opened to investigate the root causes that led to this failure mode. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter received a call stating that three (3) two day infusor devices ruptured during filling. The devices were being filled with 5-fluorouracil and saline. This occurred prior to patient connection. There was no report of patient involvement, injury, or medical intervention. This will reference report 3 of 3 for the facility. Per the customer, the samples are not available for evaluation. No additional information.